Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte luer access split septum experienced the septum pushed into the adapter. Product defect was noted during use. The following information was provided by the initial reporter: staff advise the q sytes were changed when in clinic, patient returned for dialysis 2 days later, no problem commencing cycle. Treatment suspended for patient to come off briefly, on re-commencing dialysis the venous q-syte would neither flush nor aspirate. Staff noticed the rubber membrane had distorted and pushed part way into the core of the q-syte, restricting any flow through it. Port was changed and treatment continued unhindered. Please note this device has been in contact with blood/ body fluid.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-06. H.6. Investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used q-syte unit without packaging from material number 385100, lot number 9122580. A visual / microscopic evaluation was performed on the returned sample which the septum top was found partially pushed into the top body. The residual septum material and adhesive deposits was evident on the rim of the top body. The reported issue was confirmed. Although the defect was confirmed, the residual septum material and adhesive deposits that were evident on the rim of the top body is an indication that a bond between the septum and q-syte top body was provided during the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd q-syte luer access split septum experienced the septum pushed into the adapter. Product defect was noted during use. The following information was provided by the initial reporter: staff advise the q sytes were changed when in clinic, patient returned for dialysis 2 days later, no problem commencing cycle. Treatment suspended for patient to come off briefly, on re-commencing dialysis the venous q-syte would neither flush nor aspirate. Staff noticed the rubber membrane had distorted and pushed part way into the core of the q-syte, restricting any flow through it. Port was changed and treatment continued unhindered. Please note this device has been in contact with blood/ body fluid.